Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the bypass gastric via laparoscopic procedure, while assembling the handle with the shell. The handle had lives, and was loaded; but when docked into the shell, it shows an error message that it was not recognized anymore . After taking it out of the shell the handle was very hot and wouldn't turn on. To resolve the issue, the handle was replaced. There was no patient injury

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities with the device. Functional testing noted there were no abnormalities with the device. The handle had 239 of 300 procedures remaining. Battery voltage as recorded in the log just prior to the log ending indicated a battery charge level that would enable the handle to operate. At the next initialization, the system clock reset and the battery charge level was reduced to close to no charge available. This indicates the power had been interrupted and the battery was fully depleted. The reported issues were confirmed. The most likely cause was traced to the environment. The root cause has been identified as damage due to an electrostatic discharge (esd) event. Improvements have been initiated to mitigate this condition. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported condition: analysis of the system logs indicated that a used clamshell had been attached to the handle. This issue may occur when the user attaches a used clamshell to the handle. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.